Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using five prostyle after an emergent coronary procedure with impella support using an 18f sheath. Reportedly, when preparing to close the access site in this patient with a large pannus, the five devices were deployed almost flat against the patient in a very distal location in the right common femoral artery. Each suture was placed yet the suture trimmer advancing the knot could not reach the vessel wall due to the deep tissue tract. Prostyle use was discontinued and an 18f sheath was inserted to control bleeding. Approximately six hours later, another operator achieved hemostasis with three prostyle sutures. There was no adverse patient sequela. A delay in the procedure was reported that was not clinically significant. No additional information was provided.